Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for two patients, involving synchron lxi 725 system. Several samples were analyzed but were not retested. It is unknown if the results are correct. The customer stated the elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced pinch roller assemblies, performed passing system check and high sensitivity (hs) system check, and completed precision test. The fse evaluated ctai sample probe, its tubing, and all connections including level sense cable. After performing hs system check on the unit and further investigation, it was determined the cta sample probe caused carryover failure error. The fse replaced the probe and carryover test passed successfully. No further erratic results were noted on the precision test. The unit conformed to the manufacturer's published performance specifications. Eval code: pinch roller assembly. All related medwatch reports associated with this incident: 2050012-2012-00933, 2050012-2012-00936, 2050012-2012-00937.